Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2024. On (B)(6) 2024, the patient woke up the cgm was displaying 4.8 mmol/l. The patient went to the bathroom, felt dizzy and collapsed. The patient's mother checked the patient's bg and it was 2.1 mmol/l. She drove the patient to the hospital and the patient was treated with glucose infusion. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.